Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl. Cause of bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage. It was also reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.